Event description:
MFR created a calcium alginate foam dressing for reimbursement purposes as their original product is only reimbursable 2xwk. They state each is a "4 products in one matrix", yet they further state the alginate has an add'l product in the one matrix, ie alginate powder. Co also indicates using an alginate for stage I-ii's, skin tears, burns, donor and graft sites and dermatologic disorders - all of which are inappropriate usage of analginate due to lack of a large amount of exudate from these wounds. Co does not address how to protect the surrounding, intact, viable tissues that they instruct the clinician to apply the dressing over and when rptr questioned this, he was told there was only a spoonful of alginate powder in the dressing. Co also claims in the literature that the alginate is more absorptive. But if equal amounts of fluid are placed on the same size piece of the original product and the alginate at the same time, the original actually is more absorptive, making the alginate ineffective for increased exudate scenarios. Equally interesting in the literature and the sales rep presentations is the fact that there is a semipermeable membrane on the alginate and this is known to increase drainage to wound, there is glycerin in the product which also adds moisture and the co recommends going against standardized guidelines regarding cleaning/irrigating wounds, especially infected wounds. There are no clinical studies or research data available on this alginate. The newest wound care product is wound filler. When it is placed in a wound with undermining of a large, full-thickness wound where gravity, shear/friction are involved. The following occurs: 1) increase in depth and severity of undermining as product becomes heavy, soggy and fragments then seems to act like sandpaper on the wound surface. 2) increased bleeding to point of active bleeding from new capillary growth as product becomes heavy and actually causes pressure over fragile new granulation tissue. New product was developed to make original product more absorptive when the two are used together, but its composition is identical except there is no semi-permeable membrane backing to hold it together. It actually makes excessive drainage over wound site as it becomes a soggy sponge held in place by another soggy dressing. The weight of the two dressings when 75% saturated is unbelievable and therefore leads to overwet wound bed, tissue maceration and increased pressure over fragile new tissue.